Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a calibration error alarm and stated that they were unable to clear it. Customer believes that the insulin pump is frozen and the buttons are non responsive. Customer also received a battery out limit alarm. Customer's blood glucose reading at the time of the call was 120 mg/dl. Nothing further was reported.